Event description:
The customer reported being hospitalized due to low blood glucose of 31 mg/dl. The customer stated that she had severe high blood glucose and over treated. Then the customer was unconscious. The customer stated that her blood glucose meter gave her blood glucose of "high" and the insulin pump could not process. The customer stated that her glucose level was 519 mg/dl, and she was out of insulin. The customer attempted to treat with long-acting insulin. Advised the customer that long-acting insulin is not recommended for the insulin pump. The customer stated that she does not know how much to dose with the long-acting insulin to treat her glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-82571.